Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Door was received in damaged condition without bag hooks attached. Doors have damage at hook screw position as seen in. The root cause of the reported issue was found to be evidence of hook location damage by end user. Actions were taken to mitigate the reported issue: are unknown.

Event description:
It was reported that there were cracks in the door of the pressure chamber. No patient injury was reported.